Manufacturer narrative:
It was reported by the vad coordinator that the patient presented to clinic with complaints of battery switching. Log files were sent and "critical battery" alarms were confirmed. The batteries were exchanged with no effect on the patient. Batteries (B)(4) were removed from service, quarantined, and destroyed in accordance with the requirements of fsca apr2014.1 and are therefore not available for analysis. The batteries were part of fsca apr2014.1 for affected batteries that had exhibited a higher susceptibility for abnormal battery/power source "switching." Based on an internal investigation, it was determined that these batteries have the potential to malfunction due to faulty lishen cells within the hvad battery pack. The most likely root cause of the reported power switching event may be batteries with the potential to malfunction due to faulty internal cells.  The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to less than 25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4)/1650 expiration date: 02/29/2016 manufacturing date: 02/01/2015. (B)(4).

Event description:
It was reported by the vad coordinator that the patient presented to clinic with complaints of battery switching. Log files were sent and "critical battery" alarms were confirmed. The batteries were exchanged with no effect on the patient.